Event description:
It was reported that (2) er320 were used during gall bladder procedure. It was reported by the affiliate that the clips would not close. Opened another device to complete the case. There was no consequence to pt.